Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
After an immediate extraction of the tooth in ada site 13, the clinician reported a failure upon insertion of a dental implant. Patient presented with type ii bone. The clinician noted the implant did not integrate and performed a bone graft. The implant will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
After an immediate extraction of the tooth in ada site 13, the clinician reported a failure upon insertion of a dental implant. Patient presented with type ii bone. The clinician noted the implant did not integrate and performed a bone graft. The implant will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.